Event description:
I have stabbing pain in both tube's currently and since I had them put in, rash on legs a couple of times in 2012 and 2013, very to hard to climax and pain during intercourse, migraine headaches started when I had essure implanted and currently, depression started about 10 months after implanted, hair loss started in 2012 to current, ankle and knee joint pain started in 2013 currently all my joints hurt when I take a shower and the water hits my back it feels like my back is going to crack, feeling of poison through my legs, dizzy spells, nausea, fatigue, neat passing out episodes with ringing of ears and seeing spots, extreme pms symptoms, extreme bloating, foggy headed, problem with memory, back pain, allergic reaction to medications, pelvic pain , p.i.d with no uti or std. (B)(6) 2014 at (B)(6) hospital, (B)(6) was admitted for passing out from shot ceftriaxone, anxiety,problems sleeping, shortness of breath if walking or moving too fast, heart pain, 2 positive pregnancy test and 2 negative (not pregnant), pregnancy symptoms, I am (B)(6) old but wake up dizzy and aching feeling like 80 yrs old.

Event description:
Add'l info received on (B)(6) 2012 from pt: on (B)(6) 2014 pt had a complete miscarriage at the (B)(6) hosp, (B)(6). On (B)(6) 2014, pt had an ultrasound for f/u. It was discovered that the device had migrated to the area between the uterine segment and the cervix.

Event description:
Add'l info received on report mw5034465 on (B)(6) 2014. Due to complications, I had to have a hysterectomy on (B)(6) 2014. The coils were found in both tubes.